Manufacturer narrative:
Failure analysis noted that the pump was unable to prime and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The motor passed the motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 118 mg/dl at the time of the incident. The customer stated that she was changing the infusion set then the insulin started shooting out and it alarmed compromised force sensor system. The customer stated that she was unable to exit the "preparing to prime" loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.